Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2008. Subsequently, patient tripped on carpet and landed directly on his operated shoulder, and revision was performed on (B)(6) 2010. Humeral tray fracture was noted.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly.evaluation of the returned component found the fracture artifacts suggest an overload fracture, but post-fracture damage obscures the evidence of the possible fracture origin. (B)(4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2008. Subsequently, patient tripped on carpet and landed directly on his operated shoulder, and revision was performed on (B)(6), 2010. Humeral tray fracture was noted.